Event description:
Respiratory therapist noticed 5 cm setting during vent check. No peep was ordered for pt. Therapist reset peep valve to o cm. Therapist checked up and vent later, the peep was at 5 cm. Therapist removed ventilator from pt and reported problem to respiratory supervisor. Respiratory supervisor brought the ventilator to clinical engineering for eval. Biomedical tech performed extended self test, "est" passed. Ventilator was run at standard settings with test lung; peep was set to 0 cm. Biomed tech observed peep valve change to 5 cm. Tech called technical support to discuss problem; a service call was placed to repair the ventilator.